Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-04637 / 04638 and 04639).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 1999. Subsequently, patient underwent a revision procedure on (B)(6) 2001 due to a staph infection. Additionally, on (B)(6) 2002, patient underwent revision procedure due to patella disassociation. The patella was removed and replaced. A future revision procedure has been indicated due to swelling. No further information has been provided.